Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 550 mg/dl on (B)(6) 2022. Customer was tested for ketones and the result was found on borderline. Customer was treated with intravenous insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.